Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tac hycardia and right ventricular (rv) lead noise oversensing was observed, along with a suspected lead fracture. A lead revision was scheduled and the physician indicated the lead was not completely inserted into the connector block of the cardiac resynchronization therapy defibrillator (crt-d). The rv lead was reconnected to the crt-d, which remain in use. No patient complications have been reported as a result of this event.